Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube has foreign objects. Based on the results of the investigation, and since the device malfunction scope detection failure (e315) was not reproduced during evaluation, the probable cause of the complaint is no problem detected, and based on the results of the investigation, for the event jet tube has foreign objects most probable cause of this malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope detection failure(e315). The event occurred during reprocessing. There were no reports of patient involvement.